Event description:
A patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis and required antibiotics. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2021 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy. Due to a vancomycin allergy, the patient was prescribed intraperitoneal (ip) gentamycin and daptomycin (dose, frequency, and duration not provided). The pd culture resulted positive for staphylococcus (species unknown). The pdrn stated the cause of the peritonitis was touch contamination. There were no reported issues with the liberty select cycler or cycler set reported for this event. The patient continues to complete antibiotic therapy during recovery.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. In addition, was review the user guide p/n 480145 and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your peritoneal dialysis nurse to prevent infection.¿ at this time, the reported incident could be attributed to end user error in accordance with the complaint description. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis (pd) therapy utilizing the liberty select cycler with cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The peritoneal dialysis registered nurse (pdrn) stated the cause of the patient¿s peritonitis was touch contamination which is supported by the culture result of staphylococcus. The most common pathogens that colonize on human skin and hands are coagulase-negative staphylococcal species which account for the majority of pd-related peritonitis. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as causing or contributing to the patient¿s peritonitis.

Event description:
A patient¿s peritoneal dialysis registered nurse (pdrn) reported that the patient was diagnosed with peritonitis and required antibiotics. Additional information was obtained through follow-up with the pdrn. The patient presented to the pd clinic on (B)(6) 2021 with cloudy pd effluent. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy. Due to a vancomycin allergy, the patient was prescribed intraperitoneal (ip) gentamycin and daptomycin (dose, frequency, and duration not provided). The pd culture resulted positive for staphylococcus (species unknown). The pdrn stated the cause of the peritonitis was touch contamination. There were no reported issues with the liberty select cycler or cycler set reported for this event. The patient continues to complete antibiotic therapy during recovery.